Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Manufacturer narrative:
The coil was returned undamaged. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. Additional electrical testing still found the resistance to fail in an upward floating direction of >27.05 m ohms. No manufacturing defects were found. The most likely contributing factor to the microcoil system passing the pre-deployment electrical and failing to detach the coil at the target site was due to a fracture of the solder joint connection inside the resistive heating coil. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment systems and the sl-10 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Additional unreported damages found: concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The coil¿s socket ring was found to have been pushed down under the outer sheath (socket ring section) and against the heating surface of the resistive heating coil that melts the detachment fiber. It cannot be determined if this damage was related to the detachment difficulty. This caused a loss of concentricity between the distal tip of the dpu and the proximal end of the coil at the articulating junction. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with the damaged edges raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The above damage most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the coil¿s socket ring down and under the outer sheath and against the heating surface of the resistive heating coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the facility reported that during coil embolization of the vertebral artery dissection the deltamaxx (cdx180312-30 / c29341) could not be detached when using an enpower control cable (ecb000182-00 / c25930). The patient¿s vessels were neither tortuous nor calcified. An excelsior sl-10 (stryker) and an enpower detachment control box (dcb) were used for this procedure. Although the pre-deployment electrical check was successful, the physician was unable to detach the complaint deltamaxx into the target aneurysm with the complaint enpower cable, despite pressing the detach button several times. The complaint cable was replaced with a new one (lot unknown), but still the microcoil could not be detached. Then, during the re-attempts, the lights of the dcb stopped illuminating. The deltamaxx was eventually replaced with another device. The replacement cable was used and the same dcb was used and the procedure was completed without further issues or delay. There were no patient injury/complications the complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the events. The coil was successfully removed from the patient. There was no report of any stretching or unraveling of the microcoil when it was removed and the microcoil was still attached to the delivery system. During the detachment cycles the detachment light illuminated. It is unknown whether the audible signal beeped. All connections appeared to fit properly without application of excessive force. The complained products will be returned for analysis. No further information is available.